Event description:
It was reported that a spectrum pump had no audio output. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The eval confirmed the reported symptom (no audio). The eval experienced a low audio condition on all volume/tone settings caused by a failed backflex. The rear case (including the failed backflex) replaced.